Event description:
The customer reported wash carousel motion error and the reaction vessel (rv) jammed entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. Beckman coulter customer technical support (cts) cts assisted the customer in troubleshooting but the wash carousel would not home and a loud grinding noise was present indicating a fallen vessel in the wash carousel. The customer indicated there was no impact to patient results associated with this event. Patient results would not be generated as the instrument was in not ready state, thus not completing any assays on board. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed reaction vessel (rv) jams in the wash carousel. The fse replaced the damaged incubator belt clips that were in the path of the incubator belt. The fse noted the customer was using the affected rv lot of the new resin and removed all affected rvs from the instrument. A new lot of rvs, without the new resin, was shipped to the customer. No other issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. An internal investigation has determined this lot of reaction vessels (rvs) may cause system motion errors due to a new resin that was implemented in the manufacturing of the rvs. The likely cause of the wash carousel motion/incubator belt motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).